Event description:
A device was used during a low anterior resection. The first device did not cut the tissue and the staples were malformed. The second device did not cut. A third device was used to complete the case. A leak test was performed with positive results. The surgeon hand sutured the anastomosis to acheive hemostasis. The surgical time was extended by one hour and forty five minutes. There were no other reported consequences to the patient.